Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false air in line alarms were confirmed and reproduced during the device investigation while running a loaded set. This condition was determined to have been caused by low upstream fluid readings due to a failed upstream sensor. Low readings are known to increase sensitivity to false air in line alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had false air in line alarms. It was also reported there was no patient injury related to this condition.